Event description:
It was reported by service report that the wheels had flat spots and were excessively worn and a worn caster bearing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Caster bearing; wheel assembly.